Event description:
(B)(4). I got essure done at my six week check up after having my 3rd child. I was in the hospital going to have a tubal and the dr came in told me he wouldn't do a tubal because it is an at risk, unnecessary procedure. He then told me I can get essure done. I went in had the procedure done a few months later I started my period it was horrible. I was doubled over in pain I bled horribly and I hurt in my hips my back my lower stomach. I had never in my life had a period like that. Ever since the procedure my periods are still that way. I stay in constant pain all day every day, lower back, hip pain lower stomach pain. In the past two years I have been hospitalized twice for uti and kidney infection and I have never been hospitalized for that ever before. I also started having severe migraines bout two months after the procedure and still have them today. My family doctor said she doesn't see why I am having them. I also believe I may be allergic to nickel. I can not wear earrings or jewelry that contain it. And I was not told the essure contained nickel.